Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the link electronic module (lem) circuit board was replaced, the hard drive was re-imaged and software was reloaded. The programmer was then tested and passed to manufacturer specifications. (B)(4).

Event description:
It was reported that during preparation for a procedure, the health professional tried to use a new programmer and was unable to access the analyzer. A black screen appeared first with a "severe programmer error" and then the machine was turned off then on. After doing this, the user clicked on "analyzer" at the bottom of the screen and an error appeared saying that the programmer "cannot communicate with the analyzer." The pacemaker clinic was then called for troubleshooting, however the analyzer would still not load. All the new programmer settings were checked to see if they correlated with the older programmer available at the clinic and all settings were the same and the analyzer was installed in the new programmer. After several failed attempts the programmer had to be pulled from the room and the older one was then used. The new programmer did not come with pre-programming which was unexpected. Intermittent electrocardiogram (ECG) loss and a loose connector were also reported. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.